Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a significant curve in the penis, close to ninety degrees, between the mid-shaft and the base of penis that was not present during the original procedure. The physician had the patient leave the implant partially inflated for hemostasis, until two week follow up appointment. During this time, the implant was inflated it and remained bent. Four weeks later, at activation, a significant curve was noted upon inflation. Surgical intervention was performed, and the rear tip extenders (rtes) were explanted due to possible oversizing of original cylinders after remeasuring total corporal length. The original cylinders were used and the surgeon performed penile modeling to correct the residual curve. The original reservoir was left in place. There were no additional patient complications reported.